Manufacturer narrative:
A2. Reported patient age (72 years) is the median age for all patients included in the study. A3. Reported patient sex (female) is representative of the majority of patients (51.5%) of patients included in the study) g4. PMA/501k identifier cannot be provided as the generation or model number of the solitaire device(s) was no provided. Associated with MDR #: 2029214-2023-02474 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mujanovic, a., eker, o., marnat, g., strbian, d., ijäs, p., préterre, c., triquenot, a., albucher, j. F., gauberti, m., weisenburger-lile, d., ernst, m., nikoubashman, o., mpotsaris, a., gory, b., tuan hua, v., ribo, m., liebeskind, d. S., dobrocky, t., meinel, t. R., ¿ kaesmacher, j. (2023). Association of intravenous thrombolysis and pre-interventional reperfusion: a post hoc analysis of the swift direct trial. Journal of neurointerventional surgery, 15(e2), e232¿e239. Https://doi.org/10.1136/jnis-2022-019585 medtronic review of the literature article found the study was a randomized controlled trial entitled swift direct (solitaire with the intention for thrombectomy plus intravenous t-pa vs direct solitaire stent-retriever thrombectomy in acute anterior circulation stroke). All but 6 patients in the study underwent mechanical thrombectomy (mt) with a solitaire stent retriever. The 6 patients who did not undergo mt after received pre-interventional reperfusion was due to recanalization, or migration of the thrombus resulting in contraindication of mt occlusion being to distal for mt. There was no device malfunction reported in the article. The following adverse events without noted outcome of mortality were reported associated with the procedure: 23 patients experienced symptomatic intracerebral hemorrhage. 10 patients experienced access site complications of either hematoma/hemorrhage at the puncture site and/or pseudoaneurysm at the pu ncture site. There were 9 cases of access site hematoma/hemorrhage and 3 cases of puncture site "aneurysma spurium."